Event description:
Device malfunction: misplaced. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent jumped a little inferior to the lesion and proximally into the common carotid artery. A second rx acculink stent was placed distally into the internal carotid artery to completely cover the lesion. The patient did not experience any adverse effects. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.